Manufacturer narrative:
Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 15731256, model/catalog description: artisan lead 50 cm.

Event description:
A report was received that patients device was not working due to pads were not connected to the leads. The patient underwent an explant procedure.